Event description:
Parent reported that many strips in each bottle have discolored/tarnished tips and give error message in monitor. She said, she has stored properly in bottle and noticed when she first opened the boxes. Frequency: test 4 to 6 times a day. Dates of use: (B) (6) 2009 to (B) (6) 2010.